Manufacturer narrative:
Additional information: the reported event that the tool was missing the piece that allows for tightening was confirmed by the complaint specialist. During the visual inspection, the tightening screw and the thumb wheel of the tightening screw were found to be missing. Rough or improper handling such as bouncing, dropping, or overstraining of the device should be avoided and may cause or contribute to the reported event. Handling of the device has most likely caused the reported event.

Event description:
It was reported that during testing conducted at the user facility a spring was found to be broken off of the device. No delays or patient involvement were reported with this event.

Event description:
It was reported that during testing conducted at the user facility a spring was found to be broken off of the device. No delays or patient involvement were reported with this event.